Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient passed away about four weeks after the implant of their implantable pulse generator (ipg). It was noted a week or two after the implant, the patient was seen for an examination which was found to be normal. However, approximately four weeks after implant, it was reported the patient suddenly fainted. The patient was sent to the emergency hospital where cardiac resuscitation efforts were started. Resuscitation efforts were unsuccessful. The cause of death was noted as cardiac arrest. The family member noted the pacemaker was not pacing at that time and suspected there was a problem with the quality of the pacemaker or the implant procedure of the device. No additional information was able to be obtained.